Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that after inserting new batteries there was not screen and insulin pump had a blank display. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. The customer state that connector battery piece missing or loose. The insulin pump will be returned for analysis.